Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a sudden increase in tremors. An impedance test was performed and resulted in everything looking "good". The hcp requested a implantable neurostimulator (ins) battery estimate to see if the ins may be "fading" as it gets closer to end of service (eos), but it was stated that the ins was currently in good shape at 3.74 volts; if the ins was on for 24/7 at 1v, 135hz, 90 usec with impedances of 753 ohms, it would last 113 additional months. The patient's amplitude was increased to 1.3 v and it was stated that the patient received some improvement. The patient will continue to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.